Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a non-emergency coronary treatment procedure. The procedure was delayed - by 20 minutes and completed by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The philips field service engineer (fse) visited the system onsite and upon functional testing, the fse rebooted the system and verified that the host pc was not turning on with the rest of the system. The fse turned on the host pc manually and the system started working. Upon further analysis, the fse found that the cmos battery was reading low. To resolve the issue, fse replaced the cmos battery in host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.